Manufacturer narrative:
Model number and serial number were corrected based on the analysis of the returned product. New manufacturing date information could be populated based on the analysis of the returned product. Analysis results: the root cause of the customer's complaint is a burned charger.

Manufacturer narrative:
The serial number was not provided by the consumer and is not yet available due to the toothbrush not being returned. Complaint received from (B)(6). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
The consumer alleges their sonicare toothbrush charger exploded causing property damage. No injuries reported.